Event description:
It was reported that the patient and their spouse indicated hearing the device sound at 4:15 am for a couple of weeks and that this also happened when away from home traveling. It was indicated that the device alerts were programmed to sound at 8 am and there were no alert events in the device which would schedule the alert to trigger. The alert time for the device was reprogrammed to another time and the device will continue to be monitored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.